Event description:
Smiths medical international ltd. Has been notified of an event that the user alleges leakage through the cuff. Two tubes leaked in a row, after unk number of hours. No adverse outcome to pt.